Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose in the recent months. The customer's blood glucose level during the incident was 418 mg/dl. The customer's current blood glucose level was 272 mg/dl. The customer treated the high blood glucose with a bolus from the insulin pump. Troubleshooting was performed for the high blood glucose. The insulin pump's programming was programmed accurately. The customer declined to perform the no delivery test. The device will not be returned for analysis.